Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The drain volume was not greater than 1.6 times the largest prescribed fill volume, not meeting iipv criteria. The false positive was caused by an incomplete fill. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 21:52:35. During night drain cycle five, the patient's ultrafiltration reading was 1355ml, indicating the home patient (hp) drained 1355ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.